Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens scratched problem was experienced with the company cartridge, there was a patient contact but no intervention due to complaint. The harm continues with the patient. No further information available. There are 2 files associated with this report. This is 2 of 2.